Event description:
The lay user/patient contacted lfs on january 5, 2010 alleging an issue with the test strips. The patient mentioned that the test strips do not go all the way into the meter and they look like they have a plastic film with the words "one touch" written on them. A medical surveillance contacted the patient on january 21, 2010; however, the patient was unable/unwilling to speak to mss and took lfs number to contact us only when she had time. The following information is based on the initial documentation on january 5, 2010. The patient mentioned that sometime in 2009, the patient first noticed the issue on her test strips. The patient mentioned that during the same time, she first noticed the issue sometime back the same month, she exhibited symptoms of nausea and couldn't walk. She ate less food and/or drink. The patient went to have her blood drawn in the lab the same month. The result was 332 mg/dl and the patient's physician increased the patient's oral glucose from 1 pill to 1.5 pills then to two pills twice a day. Products were replaced. No further clinical information was provided. It would have been helpful to know whether the patient was having intermittent issues with the test strips, whether they were occurring for every test strip in that vial, whether the patient opened another vial to continue to test her blood glucose on a regular basis. It would have also been helpful to know how long the symptoms lasted, and what kind of readings the patient had been obtaining prior to the reported issue. It is also unclear whether the patient went to the lab the same day she exhibited the symptoms. The test strips were replaced. The complaint is being reported since the patient alleged that due to the alleged issue with the test strips not going into the meter, she was unable to test for an unspecified amount of time, developed symptoms and had to have her oral medications increased by a medical professional due to a lab result of 332 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.